Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. The suture appeared brittle as if it had been exposed to air. No consequences to the animal. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the statement: ¿they appear brittle as if they have been exposed to air.¿ please describe the appearance of the suture package. Was there any damage to the packaging noted? If yes, please explain. Were there any rip, tears or holes found on the device packaging? Was the packing found unsealed? The following information was requested but unavailable: - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the lot number: - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions:

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2023. Additional information was requested, the following was obtained: please clarify the statement: ¿they appear brittle as if they have been exposed to air.¿ (they broke very easily when suturing in dental). Please describe the appearance of the suture package. (Package appeared normal). Was there any damage to the packaging noted? If yes, please explain. (No). Were there any rip, tears or holes found on the device packaging? (No). Was the packing found unsealed? (No). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.